Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient is reporting decreased quality of vision and "considerable glare". Upon examination, glistenings were noted on the iol. The surgeon has planned a contact lens trial and is referring the patient for wavefront analysis to determine if higher order corneal aberrations could be involved. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 12/05/2008.